Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete functional testing) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to a defective u402 component on the distribution node pca. The root cause for the defective u402 could not be positively identified. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.